Event description:
The pt underwent a rotoblator procedure, the cardiologist attempted arteriotomy closure with a prostar xl. 8 fr pv6 device. One needle did not present on deployment. Needle back down was not successful. The pt was taken for surgical device removel. Field reports indicate that the star was not lined at the 12 o'clock position, indicating that the barrel hub was not locked in place during needle deployment.